Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No other information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-50 serial: (B)(6). Batch: 7075932 UDI:(B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial:(B)(6). Batch: 7075958 UDI:(B)(4). Product family: scs-ipg-pc upn: m365sc14320 model: sc-1432 serial: (B)(6). Batch: 202606 UDI:(B)(4).